Manufacturer narrative:
Patient's weight unk. Patient's ethnicity/race unk. The device was discarded, thus no investigation could be performed.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra), a right ventricular (rv) and a left ventricular (lv) lead due to cied system/pocket infection. While the physician was extracting the ra lead using a spectranetics lead locking device (lld) to provide traction, a spectranetics 14f glidelight laser sheath and a spectranetics visisheath dilator sheath, the ra lead began to slightly pull back within the vasculature. This stalled the glidelight and the visisheath at the ra/superior vena cava (svc) area. The patient's blood pressure dropped an effusion was seen on transesophageal echocardiography (tee). Rescue efforts began, including a rescue balloon and sternotomy. An svc/ra junction perforation was discovered and was successfully repaired. The rv and lv leads were successfully removed post sternotomy. The patient survived the procedure. This report captures the 14 glidelight device being used in the area when the svc/ra junction perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.